Event description:
The event occurred in the us. It was reported that the error message "head error" occurred after increasing rpm (revolutions per minute) on the rotaflow console during patient treatment and the customer used the hand crank and the device was exchanged with another one. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
The event occurred in the us. It was reported that the error message "head error" occurred after increasing rpm (revolutions per minute) on the rotaflow console during patient treatment and the customer used the hand crank. The device was exchanged with another one. No harm to any person has been reported. The affected rotaflow console (rfc) with s/n number (B)(6) and the rotaflow drive (rfd) with s/n (B)(6) was investigated by a getinge field service technician and the technician was able to confirm the the reported "head error" on the rfc and rfd. The rfd needs to be repaired by the supplier. The rfc (rotaflow console) control board kit (article number 701034051) has been replaced on the rotaflow console. Additionally, as part of the maintenance the batterypack ni-cd 24v 132wh (rfc) (article number 701017188), the rf power plug us (article number 701073671) and one hl20_rubber foot 24x12 rpm/tpm (article number 701054567) has been replaced. After the replacement the device is working as intended. The rotaflow drive (rfd) with s/n 91060475 was sent back to manufacturer for repair. During the investigation by the getinge service department on 2022-07-22 the reported "head error" could be reproduced. Thus, the drive was sent to the supplier (B)(4) for repair. On 2022-09-13 the supplier (B)(4) was able to reproduce the reported failure "head error" and the root cause could be determined as misuse of the device, which lead to a damage of the electronic parts. These parts were replaced by the supplier. After functional test at the getinge service department on 2022-09-22 the device was sent back to the user. Based on these investigation results the reported failure "head error" could be confirmed. Rotaflow console: the review of the non-conformities was performed on 2022-06-15 and during the period of 2010-12-01 to 2022-06-15 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The affected rotaflow console in question was produced in 2010-12-01. Rotaflow drive: the review of the non-conformities was performed on 2022-06-15 and during the period of 2010-12-01 to 2022-06-15 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The affected rotaflow drive in question was produced in 2015-09-15. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).